Event description:
The customer reported approximately ten milliliters of blue fluid leaked within, from the right side of the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted and no erroneous results were released from the laboratory. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked and differential vote-outs. The fse discovered the tubing, through pinch valve pv43, was loose at the fitting. The fse replaced the tubing and resolved the fluid leak and vote-out issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).